Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Man. Report number: 3006705815-2018-00967, man. Report number: 1627487-2018-04317. It was reported that patient experienced ineffective therapy. System diagnostics recorded low impedances on all contacts. It was later confirmed via x-rays that the leads had migrated to the ipg pocket. In turn, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.